Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier was advanced into the patent but was unable to cross the mildly calcified left circumflex and the stent was damaged. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system (sds)was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier was advanced into the patent but was unable to cross the mildly calcified left circumflex and the stent was damaged. The procedure was completed with a different device. There were no patient complications nor injuries were reported.